Event description:
Notification from an attorney alleges that the end user was sealed on the unit being pushed. The unit's wheel got caught in a pavement separation between the sidewalk and the street, causing the unit to tip. As a result, the end user fractured his neck went into rehab for 3-4 months and subsequently passed away. The end user was the secondary of the unit in question, and no user manual was provided when purchased. The user manual part number 91-032-2012 rev 02/07 was initially issued to the original owner with this device. No sample is being provided for evaluation. However, the unit was examined in the field and found to show no signs of defects or any hazardous condition. The end user's medical condition, stability, height, weight and medication regiment are unk.